Event description:
It was reported that patient¿s catheter was changed about six weeks ago from the date of this report. The reason was because of a ¿little leak¿; the reporter didn¿t know the cause but that they put in a new one. It was stated that this had been diagnosed about 14 months ago. However, patient had been a lot of health issues and couldn¿t have a revision earlier. Patient had 2 port-a-catheter, 7 pick lines, was septic, had clogs, had bladder cancer and resistant bacteria, was hospitalized about 20 times. Per reporter, healthcare provider wouldn't touch it because of resistant bacteria and he wouldn't do it. Following a catheter revision, patient had experienced an overdose from bupivacaine. It was reported that following the catheter change they putback the same exact medicine that patient had been on and a week later, patient had ¿like a build-up of too much medication¿. Patient was numb everywhere, couldn't even talk. It started gradually and patient was getting more and more numb by the end of like six, seven days her tongue was like numb she could hardly talk, was weak. Patient visited healthcare provider who then slowed it down to 20 percent and had to order the solution. ¿they decreased it down 60 percent over what it was¿. Patient was given a fentanyl patch. On (B)(6) 2013 they had to turn it ¿way down and the physician finally got the new medication¿. ¿the bupivacaine was in a different concentration, the concentration now is 20 percent and it was 26 percent before¿. Patient now had sufenta and bupivacaine in the pump.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013; catheter model: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).